Manufacturer narrative:
(B)(4). The product associated with this report will not be returned as the device was not explanted. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the reported events of band slippage, obstruction, nausea and vomiting as follows: "slippage of the band can occur, gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." "If there is total stomal outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated." Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported that the patient allegedly presented with nausea and vomiting. The band was deflated and an upper gastrointestinal test indicated an alleged band slippage and obstruction of the stomach. The health professional believes the nausea and vomiting were secondary symptoms to the obstruction. A revision surgery was performed to reposition the band. No portion of the system was explanted. About seven months after the surgery to correct the slippage, the entire system was explanted due to an alleged band leak.